Event description:
The patient reported that they found their implantable neurostimulator (ins) therapy had been turned off with ¿no recollection of having turned off the therapy.¿ it was stated that charging of the ins had not been possible since the evening of (B)(6) 2026. The ins was typically charged every morning and evening; however, instead of the usual charging cycle, the device remained at 100% battery level, raising suspicion that charging was not occurring. After various attempts to manipulate the device it was found that therapy seemed to have been turned off. Upon troubleshooting, it was discovered that the handset was on the home screen, the recharger was neither placed against the body nor powered on, and charging had not begun. When the recharger was properly placed against the stimulation device, charging resumed. Further investigation using the recharger app confirmed that the stimulation device was at 100% battery level, charging correctly, and therapy was off. Instructions were provided to the patient on how to switch therapy back on. It was explained that the 100% battery level indicated no battery consumption due to therapy being off, not a failure to charge. The cause of therapy being turned off was unknown. It was speculated that the deactivation might have been accidental or possibly caused by external factors such as passing through a security gate. Guidance was given to the patient to continue charging as normal and ensure therapy was turned back on. No surgical procedures or medical interventions were required to address the issue, and no additional information was provided by healthcare professionals. At the time of the report, the resolution status of the defect was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the cause of the ins being off unexpectedly was not determined. It was thought to checked at the next outpatient visit, but the patient has not scheduled anything. It is unknown if the issue has been resolved.